Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a new issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the information received, the patient confirms that the saline on the catheters smells like popcorn and has a very sticky residue. Customer advised that within 12-14 hours of using this particular batch she got an infection and had to go to her gp to be put onto antibiotics, this has now cleared up, but her weekend away was ruined due to the fact she had to be antibiotics. She feels that the infection was caused by the catheters.